Event description:
Approximately twenty seven months post index procedure the aneurysm was found to have recanalized and the patient underwent another coil embolization procedure to occlude the aneurysm. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore, it was determined that the reported event was an anticipated procedural complication.